Manufacturer narrative:
Continued health effect - impact code: f2203.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "baker 3 breast encapsulation.", "since the pains are disabling for my day to day, this really prevents me from carrying out my daily life because of minimal friction or movement causes me a pain that is too strong that are no longer treatable with medication" and "the other is the subject of the alcl study is very important because of the possibility of testing positive." The device remains implanted.

Event description:
Further reported was "fibrous capsule with mild chronic inflammatory process, mature-looking cells." Also reported was "areas of old gauze necrosis" which has been deemed not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "baker 3 breast encapsulation", "since the pains are disabling for my day to day, this really prevents me from carrying out my daily life because of minimal friction or movement causes me a pain that is too strong that are no longer treatable with medication", "the other is the subject of the alcl study is very important because of the possibility of testing positive" and "fluid is observed around both implants". The device remains implanted.